Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. Pump had no biomaterial. Signal not reliable were in specification. No placement signal not reliable alarms observed. The failure was not reproduced. The data logs show placement signal low alarm. The root cause of the optical signal issue was not determined since product and data logs investigation were inconclusive. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, a sensor failure occurred. However, the patient remained hemodynamically stable and continued to receive effective pump support.